Event description:
It was reported that the patient¿s pump was explanted in (B)(6) of 2013, reason was not provided, at a medical/surgery center and not a hospital. The explanting physician did a ¿botched job¿ explanting the pump and it really ¿messed up¿ the patient and reportedly she was still ¿messed up¿ from it. It was unknown what medication this device system delivered at the time of the event. Additional information was requested to clarify event details such as patient symptoms, interventions, medications, resolution, and outcome. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).